Event description:
Physician used a 0.014" guide wire and a 2.0 x 10 angiosculpt device to treat the right coronary artery (rca). Physician had difficulty advancing the angiosculpt device, so it was removed and a spiral dissection was noted.

Manufacturer narrative:
A spiral dissection occurred during the use of the angiosculpt device which required the lesion to be stented; therefore, add'l medical intervention was performed by the physician. The cath report and the discharge summary were received for eval. Per the cath report, the rca is a dominant vessel with disease and tortuosity throughout the mid and distal segments in which the physician noted a high concern for a dissection. The physician attempted to advance the angiosculpt device, but would not cross. After the angiosculpt device was removed, the contrast dye showed a spiral dissection resulting in abrupt closure of the vessel. The physician attempted to open the vessel using a mini-vision bare metal stent but was unsuccessful. During retraction, resistance was noted and the mini-vision stent got caught on two other stents. It is unclear whether the two stents were placed during this procedure or a previous procedure. The mini-vision stent, two stents, guide wire, and the guide catheter were all removed as a single unit. Physician rewired the lesion with a 2.0 x 20 mm compliant balloon. At this point, the pt had significant st-changes and a falling blood pressure indicative of a myocardial infarction. The pt was stabilized and physician placed 5 overlapping stents in the rca resulting in timi 3 flow down the vessel. The pt had no complications as a result of the myocardial infarction and an echo was performed demonstrating preserved left ventricle function and no critical valve disease. The pt was discharged in stable asymptomatic condition. The lot number was not provided by the hospital; therefore, the expiration date is unk. The hospital disposed of the unit. The device manufacture date is unk. The hospital disposed of the unit. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter, arterial dissection is listed as a possible adverse effect of the procedure.